Event description:
It was reported that a user experienced a blood glucose run message after pairing a dexcom g7 sensor to the ilet, with the sensor showing a pairing status and the entered pairing code later identified as incorrect; the user was coached to edit the pairing code and advised on pairing time for the correct sensor type. Symptoms included no reported clinical effects. Outcomes included dosing expected to stop soon pending successful cgm pairing. Investigation included technical support troubleshooting and user education regarding correct pairing code entry and sensor type selection. Investigation of this case revealed incorrect cgm pairing code entry, which is consistent with user setup error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.